Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) unit found air leakage in the alarm iab loop. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and was able to reproduce the reported issue. The fse tested and connected the test balloon to run and alarm the iab loop for air leakage. The fse then tested pump pressure, test drive valve group, and safety disk. The pump pressure and test drive valve group were normal. The safety disk had an error. The fse replaced the safety disk and the iabp was returned to factory specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.